Manufacturer narrative:
Date of initial report: (B)(6) 2017. One used e2781r-28asp electrode was received, and evaluation of the sample confirmed the issue with a fractured tip. Visual inspection found the tip was damaged. A piece had broken off and was returned with the device. Further examination of the tip under magnification also found stress fractures. The investigation identified the root cause of the reported event to be from applying excessive force to the electrode tip during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the spatula tip broke easily without any tension applied to it. The piece fell into the cavity and was retrieved. A new device was used to continue. There was no patient harm.